Event description:
It was reported that metal shavings came out of the collet during a procedure. The metal shavings fell into the surgical site and it is unk how the device fragments were retrieved, or if any add'l medical intervention or treatment was administered to the pt. Backup equipment was used to complete the procedure. Several attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. A f/u report will be submitted when the investigation is completed.